Manufacturer narrative:
The thermogard in complaint was evaluated at customer's site. The reported issue of the thermogard leaking was confirmed during the visual inspection. The issue was attributed to a broken coolant circulation pump. To remedy this issue, the coolant circulation pump was replaced. Following the repair and replacement of the parts, the thermogard was tested and passed all the testing with no issue or faults observed. The thermogard worked as intended. Additionally, the display head and sealed area at the hall sensor cable were checked and the internal fan was cleaned. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard with serial number (B)(4).

Event description:
As reported during a system checkup visit, the thermogard was observed to be leaking. The outflow drawer of the console was found to be full of propylene. No error message was observed when the leak was noted. Thermogard was pulled out of service and sent for repair. No patient involvement on this issue.